Event description:
It was reported that during an unspecified da vinci-assisted procedure, while using a sureform 45 stapler instrument loaded with a white sureform 45 stapler reload, the surgeon almost tore an unspecified artery instead of stapling it. The customer reported a risk of hemorrhage due to an unspecified issue with the reload. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details had been provided.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. For evaluation. A review of the device logs for the sureform 45 stapler instrument associated with this event could not be performed at this time, due to insufficient event information. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during either of the two surgical procedures performed on the event date that would have likely caused or contributed to the reported complaint.